Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the gst60b reloads was loaded into stapler. Tech noticed that it appeared to be damaged upon insertion in abdominal cavity. A new reload was replaced before firing. There was no delay and surgery was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5av5y. Device analysis: the analysis results showed that one gst60b cartridge reload was returned with 12 double drivers and 9 single drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged at proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.